Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the 6th firing could not be done properly. Stapling stopped at 20mm out of 45mm. The handle could not be fully squeezed. The device was removed with minor tissue damage. The stapler still cut the tissue. Since the device stopped working in the middle of tissue, additional resection was needed to remove.